Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received the threshold suspend alarm and was able to treat her blood glucose. The caller stated that three weeks ago the customer's blood glucose was 350mg/dl and did not go down. The customer contacted the doctor's office and was told to remove the infusion set and the cannula was bent as well the customer was not receiving any insulin. No further information was provided.